Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic aortic valve replacement, when the surgeon was suturing in the aortic valve, the thread broke. It broke on holding the suture taut. There was no patient injury.